Manufacturer narrative:
System log files were reviewed. Event involved a (B)(6) female with an implanted defibrillator. The patient was in ventricular tachycardia with low qrs amplitude in most of the precordial leads. The amplitude of the beats in the detection leads was below the threshold of 0.3 mv resulting in some beats not being detected. The qrs-amplitude in v1 was systematically lower than 0.3 mv and v5 was just above the threshold, causing a beat to be missed even in normal rhythm. The operator had lowered the detection threshold of the system to 0.3 mv, but did not change the detection leads from the default of v1 and v5. A different detection lead would have prevented beats being missed. During a period of normal sinus rhythm a false "low heart rate" alarm was generated due to the low qrs-amplitude. During a short episode of alternate ventricular conduction the low qrs amplitude generated a false asystole alarm. Both false alarms should have alerted the operator to select a different detection lead, particularly for v1. The investigation indicates that the system was operating normally and within performance specifications. The information reviewed did not indicate there was any system malfunction that may have contributed to this incident. However, the patient's implantable defibrillator did discharge during the event and intervened to presumably prevent permanent impairment of a body function. The surveyor central was, or may have been, a factor in the event as a result of user error when the user did not select a detection lead with higher qrs amplitude. The investigation is complete and no further action will be taken.

Event description:
The customer reported the surveyor system failed to detect a ventricular tachycardia. The patient's implantable defibrillator discharged during the event.